Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system stuck in basic input/output system (bios). The field service engineer (fse) replaced faulty docking station and damaged network cable; system booted successfully and passed inventory test. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was stuck on the pyxis sign on screen. Multiple attempts to access the system were unsuccessful, and both pharmacy and nursing users were unable to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.